Event description:
Report rec'd that "the pump delivered all the fluid in the container and continued pumping air with no alarm sounding." Pump c of the device had been set to infuse a total parenteral nutrition solution at an unspecified rate. A registered nurse noted that the total parenteral nutrition bag was completely dry with air from the drip chamber through the cassette amd all the way down the pt intravenous line. The container also reportedly emptied "too early, there should have been more solution remaining in the bag." The registered nurse did not recall how much solution was expected to be remaining in the cotainer or how early it had completed. The pt had no signs or symptoms of air embolism, no discomfort or distress, and the intravenous site remained patent. It was not known how long the device had been infusing with no fluid present. No additional info was available.